Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d4 (UDI no.) No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, fiber optic sensor failed.there was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be send upon completion of investigation.